Event description:
Additional information received from the consumer reported that the patient had lately suspected an infection about a week ago in (B)(6) 2016, was tested, it came out (B)(6), but the patient was on antibiotics and they were going to culture it. The patient thought their device helped some, but it had not helped like they thought it was going to. The patient experienced a loss or change of therapy. The patient had to change clothes because during the day they couldn't hold it and couldn't go in the pool. At night the patient got up only twice. The patient didn't know if they felt stimulation. The patient would have an appointment with their health care provider (hcp) on (B)(6) 2016.

Event description:
Healthcare provider indicated that the patient getting good results.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported therapy has never worked since implant on (B)(6) 2015, but then indicated that therapy worked a little but never at 50% or greater. It was stated that they thought therapy would work miracles but they still have trouble controlling bathroom use. The patient has turned therapy higher but never changed programs, and doesn't know how to use patient programmer (pp) as they only have one hand. Follow up with the healthcare provider (hcp) is going to be conducted. On (B)(6) the patient was assisted in changing from program 4 to program 1.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had experienced a loss or change of therapy and the patient didn't know if the implant was working or not. The patient did not feel stimulation, and stated they had been really sick with bronchitis and stated they coughed so hard they broke a rib. Symptom control was not (B)(6) or better. The patient didn't want to go through their settings to try and adjust. The patient stated they were going to their healthcare provider (hcp) in (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.